Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported hose leaking and o ring missing (packing joint) during service maintenance involving an olympus cylinder hose. There were no reports of patient involvement.